Event description:
It was reported that the user experienced hyperglycemia after disconnecting from the ilet overnight and encountered difficulty performing a supply change for a 23" 6 mm steel contact detach infusion set, with prior intermittent nocturnal hypoglycemia and a documented low of 63 mg/dl; the ilet alerted to out-of-range glucose and the agent guided an in-call supply change after which insulin delivery resumed. Symptoms included no reported hypoglycemia manifestations during the documented low and no other symptoms. Outcomes included self-treatment with oral glucose for lows and no requirement for outside assistance or medical intervention. Investigation included complaint intake review and technical troubleshooting with user education on supply change and system use. Investigation of this case revealed user handling and use-related issues related to disconnection and difficulty completing a supply change, with device performance restoring after proper setup and infusion set replacement. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear for hyperglycemia and hypoglycemia, with potential contributory use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.